Event description:
It was reported that during treatment a spectrum pump was turned on by the nurse, 'yes' was entered for the same patient, and the infusion continued. The nurse did not recognize that the medication previously being given did not match the intended medication for the patient. The pump worked exactly as intended but the medication unfortunately infused at 50 ml/hour rather than 50 mcg/hour. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.